Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen and the screen was harder to read. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had random no delivery alarm and insulin pump was louder during rewind. The customer also stated that they need to replacing the batteries under seven days. The insulin pump will not be returned for analysis.